Event description:
Consumer sent e-mail stating the toothbrush charger exploded. The charger cable was singed. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is due to effect of force lead to damage on mains cable followed by electrical arcing - it is related to user handling.

Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the toothbrush charger exploded. The charger cable was singed. No injury was reported.